Event description:
It was reported that the customer's insulin pump has cracks on both sides of the screen, and also a piece from the reservoir compartment came off. It was mentioned that the customer was in the emergency room and does not trust the insulin pump. Advised the caller that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with cracked display window corners and broken reservoir tube lip.